Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes 1 tube opened during transport. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer for investigation of stopper pop-off. The photos were visually inspected, and the customer failure mode of stopper pop-off was confirmed. In addition, retention tubes were tested with water, and the lid was removed and closed again manually, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for stopper pop-off. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and evaluated. Our business team regularly analyzes collected data to identify emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes 1 tube opened during transport. There was no health impact or consequences reported.